Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that there was a delivery issue during impella 5.5 implant. During implant, there was difficultly crossing the left ventricle. Despite multiple attempts, the impella 5.5 would not cross the axillary into the aorta. The decision was made to abort the implant and proceed with the impella cp.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 71-year-old female with unknown prior medical history presented for a scheduled three-vessel coronary artery bypass graft (3v CABG) procedure. Upon completion of the CABG and during transfer from the operating room table to the bed, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated. The chest was reopened, and the right coronary artery (rca) graft was found to be occluded. The graft was revised. Due to ongoing hemodynamic instability, a decision was made to proceed with impella 5.5 insertion via the axillary approach. However, there was difficulty advancing the device across the aortic valve into the left ventricle. Despite multiple attempts, the impella 5.5 could not be advanced from the axillary artery into the aorta. The procedure was aborted. The physician then proceeded with placement of an impella cp via right femoral artery (rfa) access, which was successfully implanted. Support was initiated at p-2; however, the device was unable to provide flows above p-1 without suction alarms. Fluoroscopy and transesophageal echocardiography (tee) confirmed appropriate device positioning. The patient required multiple blood product transfusions throughout the day. Volume administration did not resolve the suction events, and pump flow remained limited to approximately 0.5 l/min or less. Given persistent hemodynamic instability and inability to achieve adequate flow despite confirmed positioning and volume resuscitation, the physician decided to discontinue mechanical support. The patient subsequently expired. The unsuccessful attempt to implant the impella 5.5 due to inability to advance will be reported as a malfunction-type reportable event. The death will be reported against the impella cp. However, the patient¿s death is most likely attributable to the postoperative cardiogenic shock following CABG complicated by intraoperative graft failure and cardiac arrest, with ongoing hemodynamic instability despite surgical revision, transfusion support, and mechanical circulatory support. Coding. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: removed: medical device removal/device explantation (f1903) as device revision or replacement (f1905) coding adequately covers consequential action taken with the impella 5.5 as a result of the event. Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the final coding that accurately reflects the reported event. Product investigation was reviewed in light of this update, and h6. Investigation type, findings, conclusion, and component coding remain unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The unable to deliver or advance (delivery issue) cause was determined to be patient condition as the patient had difficult anatomy and resistance at axillary artery preventing successful delivery of impella. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.